Event description:
Customer reported that a second surgery was needed to remove a broken piece of implant in the joint. The piece had caused damage to the cartilage. No additional info is available at this time. This device is used for treatment.

Manufacturer narrative:
Device history revealed nothing relevant to this event. Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion of the investigation.